Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the pressure-regulating balloon tubing was identified; therefore, the entire aus was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The balloon, pump and cuff components were visually inspected, microscopically examined, and tested for leaks; the balloon and pump passed all tests performed. As for the cuff, a shell pinhole was confirmed upon visual analysis, which is consistent with wear at a fold. Product analysis was unable to confirm the reported allegation of balloon tubing crack; however, it was able to identify a cuff anomaly that is likely to have affected device performance.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the pressure-regulating balloon tubing was identified; therefore, the entire aus was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.